Manufacturer narrative:
Investigation is pending.

Event description:
During an infix surgery, the medium guide scissored. This caused the endplates of the construct to not align property. The struts would not engage the misaligned endplates to lock the construct. The implants were removed and another set implanted. There was no reported injury to the patient or surgical delay.